Event description:
It was reported that the user¿s bg run mode expired while the pump was not paired to a continuous glucose monitor (cgm) and the user had no available sensors, and the user asked whether bg run mode could be restarted or an old sensor used; the agent explained this was not possible and advised acquiring a compatible sensor or reverting to backup therapy, and noted that only dexcom g6/g7 or libre 3+ are compatible. No reported symptoms. Outcomes included user education on compatible sensors and recommendation to contact a healthcare provider or obtain sensors from a pharmacy, with instruction to use backup therapy until a new sensor is connected. Investigation included a support review of device use with emphasis on bg run functionality and cgm compatibility. Investigation of this case revealed that the device functioned as designed because bg run mode cannot be restarted after expiration and the system requires a compatible, active cgm sensor for continued automated operation. It was concluded, based on previously established findings for similar reports, that the cause was use without an active compatible cgm and the expected expiration of bg run mode.